Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 10/01/2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. The customer evaluated the device. The customer replaced the blower assembly and reported that the issue was addressed.

Event description:
The customer reported that the ventilator had a high blower temperature alarm. The ventilator was reported to be in clinical use at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.